Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced halos. Approximately 6 months later the iol was exchanged for a different lens model of the same power. The clinical reason for the iol exchange was reported as dysphotopsia. Additional information has been requested.